Event description:
When (B)(6) received his new philips CPAP machine he was having a terrible time with it. He thought it was just the settings, but he was hospitalized at least 3 times with lung issues after he started using his new machine. Of course it was during the covid pandemic and the last time he was hospitalized, he was put on 100% oxygen and passed two day later. I feel he was hospitalized because of the CPAP machine and did not know until a week after his death that the machine was recalled. I believe the phillips CPAP machine was the cause his death. He was hospitalize for two days before he passed and the hospital said he had covid. I do not believe that, I think that was diagnosed as a financial gain as the government paid the hospitals money if they would diagnose covid. I know he was on 100% oxygen and lasix and remdesivir. The research I've done says that remdesivir can cause kidneys to shut down. I believe that all his problems were due to the defective phillips CPAP machine, causing his heart and lungs to malfunction and would not allow the fluid to be released through the kidneys, causing respiratory failure and congestive heart failure.